Event description:
Received a copy of the customer's cmdsnet program report from health canada which states, "IV pump not delivering the amount per hour entered and ordered". The only patient impact noted was low chem strips. Although requested, further information not provided.

Manufacturer narrative:
The reported issue that the IV pump not delivering the amount per hour entered and ordered could not be confirmed; no product or device logs were returned for investigation. The root cause for the reported issue that IV pump not delivering the amount per hour entered and ordered was not determined because no product or device logs were returned. A review of the device history record showed the device had a manufacture date of 19sep2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient information not provided.

Event description:
Received a copy of the customer's cmdsnet program report from health canada which states, "IV pump not delivering the amount per hour entered and ordered". The only patient impact noted was low chem strips. Although requested, further information not provided.